Event description:
It was reported that during a procedure, the device had a high impedance. The procedure was cancelled. There were no reports of medical intervention needed. There was no user injury/patient injury or any adverse consequences reported.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.